Manufacturer narrative:
It was reported to intuvie that the z-800f pump with software version v4.2.05 failed the low occlusion test. The reported issue was not duplicated during testing. However, the pump did fail the 30 psi test as it occluded at 45.55psi which is out of the passing range. The failure mode is not confirmed. A device history record (DHR) review showed no similar complaints reported. The root cause for the reported failure mode is unknown. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump with a software version v4.2.05 failed the flow rate test. No patient injury or involvement was reported.